Manufacturer narrative:
The pump has been returned to animas for evaluation. Eval revealed that the pump was intermittently not responding to up and down button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the up, down, and contrast key contacts were observed to be misaligned. The up, down, and contrast buttons contact also were observed to be inverted and were not always springing back. The up and contrast keypad buttons required excessive force for the pump to respond. The keypad appeared to be intact with no lifting or peeling.

Event description:
The distributor contacted animas alleging that the keypad button presses did not activate desired pump functions. There was no reported pt impact associated with this complaint.